Event description:
A customer from (B)(6) reported a misidentification of paenibacillus odorifera as prevotella oris in association with the vitek® ms instrument. The customer tested a gram negative strain from blood culture several times and obtained an identification of prevotella oris. The strain was also tested with maldi-tof and an identification of paenibacillus odorifera was obtained. The customer reported that the strain grew in aerobic atmosphere on blood agar, and not in anaerobic conditions. There is no indication or report from the hospital or treating physician to biomérieux that the discrepant result led to any adverse event related to the patient's state of health. An initial review of the customer's system confirmed it was operational during the tests, and the customer's spot preparation quality seemed to be homogeneous, as it could be extrapolated to the sample preparation quality. As the expected identification is unknown, sequencing (reference method) is needed to identify the customer strain. However, based on the gram negative result, it seems that paenibacillus odorifer is not the correct identification since it is gram positive. The strain is needed to confirm the identification. A biomérieux internal investigation will be initiated.

Manufacturer narrative:
A customer from france reported a misidentification of paenibacillus odorifera as prevotella oris in association with the vitek® ms instrument. The customer tested a gram negative strain from blood culture several times and obtained an identification of prevotella oris. The strain was also tested with andromas¿ maldi-tof and an identification of paenibacillus odorifera was obtained. The orientation test results showed the isolate was an aerobic gram negative rod. Paenibacillus odorifera is a motile gram positive rod and prevotella oris is an anaerobic gram negative rod. Therefore, the isolate was requested to perform further identification testing. An internal biomérieux investigation was performed using the isolate submitted by the customer as well as system data provided by the customer. A review of the customer system and set up did not identify any anomalies. The isolate was tested on the vitek ms instrument with knowledge base (kb) version 3.0 and identified as prevotella oris. The customer's misidentification results were reproduced in-house. Conclusion: the customer's system was operational during the tests. The customer's calibrator spot preparation quality seemed to be good and homogeneous. It could be extrapolated to the sample preparation quality. As neither paenibacillus odorifera nor prevotella oris matched the orientation test results, the isolate was identified via16s rrna sequencing and identified as paenibacillus etheri. This isolate is not present in vitek ms kb version 3.0 data base. The vitek ms version 3.0 knowledge base user manual ref. 161150-556 b states: *"testing of species not found in the database may result in an unidentified result or a misidentification." *"interpretation of results and use of the vitek ms system require a competent laboratorian who should judiciously make use of experience, specimen information, and other pertinent procedures before reporting the identification of test organisms. Additional information known to the user, such as gram stain reaction, colonial and cellular morphology, and growth aerobically or in co2 should be considered when accepting vitek ms results."